Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 679 mg/dl. Customer experiencing vomiting, frequent urination, excessive thirst and irritability. Customer treated with insulin pump. The paramedics were called and transported customer to hospital. Customer had a bent cannula. Customer was hospitalized for three days. Nothing further reported.